Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp had already disconnected and disposed of the supplies. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed the therapy log. The last filled volume was 999 ml and the ultrafiltration for drain one was 1703 ml. The hp had not done any manual exchanges between therapies. The tsr arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.